Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of low voltage output was observed on the device. A different device was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
As received, the device was in the normal range of operation with a battery voltage near beginning of life (bol). The device image (memory contents of the device) indicated that the lead configuration was set to null, which means it was not ready to detect the device¿s pacing output. After configurating the device to nominal settings in the laboratory, all electrical and mechanical tests indicated normal pacemaker functionality